Manufacturer narrative:
The device is en route to the MFR. We will require the device to investigate to determine the cause of the leak. Our monitoring and trending for this type of event has a rate of occurrence worldwide for the last year of 0.00016 %.

Event description:
A hospital reported that the rt340 breathing circuit failed the leak test of the ventilator during setup. They fitted another breathing circuit and the leak test passed. No patient consequence was reported.